Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6) 2026, the 125cm ic 71 embovac aspiration catheter (ic71125ca / 31464778) was impeded at the initial segment of the femoral artery and could not be advanced to the target site. The physician removed the catheter from the patient for inspection and found that the tip of it was kinked / bent. The physician replaced it with another 125cm ic 71 embovac aspiration catheter (ic71125ca / 31464778), but the same issue was encountered. The physician removed this second catheter from the patient and replaced it with a third aspiration catheter to complete the procedure. There was no report of any negative impact on the patient. On 22-apr-2026, additional information was received. Per the information, the thrombectomy procedure was targeting the m1 and m2 segments of the right middle cerebral artery. This was an adapt (direct aspiration first pass technique) case. The replacement (third catheter) was another 125cm ic 71 embovac aspiration catheter (ic71125ca). The information confirmed there was no negative patient impact and no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31464778) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.